Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1805004, was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) was selected to close the femoral artery. The 2nd point of resistance was not felt as the device and procedural sheath were withdrawn from the patient, resulting in the device being fully removed without deployment of the plug. The balloon was inflated per the IFU. Ist point of resistance was felt at the distal tip of the sheath. The patient reported to have no pain and hemostasis was achieved with manual compression for an unknown duration.

Manufacturer narrative:
Based on new information reported the event is being updated from serious injury to malfunction. Complaint conclusion: as reported, a 6f/7f mynxgrip vascular closure device (vcd) was selected to close the femoral artery. The 2nd point of resistance was not felt as the device and procedural sheath were withdrawn from the patient, resulting in the device being fully removed without deployment of the plug. The balloon was inflated per the IFU. 1st point of resistance was felt at the distal tip of the sheath. The patient reported to have no pain and hemostasis was achieved with manual compression for an unknown duration. Additional information received indicated that the device was stored as instructed per labeling. The vcd was being used in conjunction with a 6f 12 cm procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure. There was no scar tissue present in the vicinity of the puncture site. The patient did not have any relevant medical history. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. It is unknown if there was vessel tortuosity. The mynx vcd was prepped according to IFU instructions. The device was purged of air during prep. The balloon did not loss pressure. Manual compression was applied for 10 minutes. The patient was noted to have recovered and was discharged as planned with no issues noted. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. The device was received with the green shuttle engaged to the black handle. The procedural sheath was separated from the device. Dried contrast residue was observed in the inflation tube and the balloon. No other obvious visual damages were observed on the returned device. Multiple attempts to inflate the balloon of the returned device were unsuccessful due to the device lumen was clogged by the dried contrast. A device history record (DHR) review of lot f1805004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was not able to be confirmed since the lumen of the returned device was clogged by dried contrast media. The exact cause of the issue reported could not be conclusively determined during analysis. Based on the information provided and the investigation performed, it is not possible to determine what factors may have contributed to the pull through reported. According to the instructions for use, which is not intended as a mitigation, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. While in use, the user is instructed to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. Failure to completely purge the device of air during the prep phase along with excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. The collapsed balloon can then be pulled through the arteriotomy, resulting in removal of the sealant and access. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
Addendum (07/12/2018) additional information received indicated that the device was stored as instructed per labeling. The vcd was being used in conjunction with a 6f 12 cm procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure. There was no scar tissue present in the vicinity of the puncture site. The patient did not have any relevant medical history. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. It is unknown if there was vessel tortuosity. The mynx vcd was prepped according to IFU instructions. The device was purged of air during prep. The balloon did not loss pressure. Manual compression was applied for 10 minutes. The patient was noted to have recovered and discharged as planned with no issues noted.